Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the defective video connector is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated. The evaluation uncovered a noise in the mask when ltf-s190-5 test scope was inserted. The image become stable after an intermittent failure. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset visera elite video system center to the service center. During a standard inspection of a customer returned asset, the printed circuit board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.